Event description:
It was reported that the patient presented to clinic after feeling a sensation in his upper body. Upon interrogation the device was found in back-up vvi mode. A firmware download was successfully performed to restore the device. The patients condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.